Manufacturer narrative:
Product analysis: data files were returned and analyzed. The data files showed that the console was controlling the pressure and flow properly without issues on the date of the event. Device was discarded and not returned.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a perforation had occurred in the left superior pulmonary vein (lspv) and the bronchus when the mapping catheter was positioned in the upper branch. The procedure was aborted. It was noted, that contrast medium was observed flowing into the bronchus. The patient experienced hypotension and "massive" bleeding from the nose; a blood transfusion was prepared. The patient was moved to the coronary care unit (ccu) to undergo examinations. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.